Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a follow up visit, the device showed a change in output programming. The healthcare professional requested the device data to be checked for a possible device reset. The patient reported that the device was not checked nor changed for any reasons. The device remains in use. No patient complications have been reported as a result of this event.